Manufacturer narrative:
G4 PMA/510(k) - corrected. D4 gtin - updated. D2a common device name - corrected. D2b product code - corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed, and it cannot be confirmed that the device met specification, as the subject guidewire was not returned. It was reported that the date is unknown. The physician can't remember much about the event. It was a couple of years ago, subject guidewire broke in the patient after a lot of manual manipulation. No further information is available about this event. As the device was not returned and the available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that subject guidewire broken inside the patient after a lot of manual manipulation. The procedure was completed successfully. No further information is available.

Event description:
It was reported that subject guidewire broken inside the patient after a lot of manual manipulation. The procedure was completed successfully. No further information is available.